Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up in clinic, high impedance was observed on the left ventricular (lv) lead. Fluoroscopy imaging revealed the lv lead was dislodged. The lv lead was explanted and replaced and the patient was in stable condition.